Event description:
It is reported that a customer experienced high blood glucose over 500 mg/dl. The customer was advised that there can be many different reasons for the high blood glucose. The customer does not remember any significant events that could have led to the issue. The customer was assisted with trouble shooting on their insulin pump and everything on the pump checked out perfectly fine. The customer treated his high blood glucose with bolus. The customer did not contact their health care provider. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.